Event description:
It was reported via clinic notes received that the pt's vns could not be interrogated on several attempts at an office visit. The note states that migration of the generator was ruled out as a possible cause of the inability to interrogate. A battery life calculation was performed by the MFR that estimates that the pt's generator is at or past end of service however it is unk if the physician believes that this is the cause for the inability to interrogate. No adverse events were reported. Attempts for additional info are in progress.